Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While using a g135 scaler, the unit and the handpiece were overheating. During the repair evaluation, it was found the handpiece cable was damaged and that water flow was restricted when cable was held in a certain position. No injury resulted.